Event description:
Philips received a complaint on the heartstart mrx device indicating that the power supply is faulty. The device was evaluated by a philips rse and it was confirmed that the power supply needs to be replaced. The customer ordered a replacement power supply. The device remains at the customer site and no further evaluation is warranted at this time.